Manufacturer narrative:
The strip lot number is 671859 and the expiration date is 31-mar-2027. The product has been requested for investigation. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. As a matter of good clinical practice, caution is advised in the interpretation of neonate blood glucose values below 50 mg/dl. Glucose values in neonates suspect for galactosemia should be confirmed by an alternate glucose methodology.

Event description:
There was an allegation of questionable results from acuuchek inform ii meter serial numbers (B)(6) and (B)(6). At 7:55 a.m., meter (B)(6) gave a result of 43 mg/dl. At 8:01 a.m., meter (B)(6) gave a result of 65 mg/dl. The result of 65 mg/dl was deemed correct.